Manufacturer narrative:
(B)(4). The analysis found that one pce60a device was returned in good visual condition and with an ecr60d partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no partial fire or malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open small bowel resection, the knife slightly moved forward and stopped at the 1st firing on the ileum. The cartridge was gold. The deployed staples of the proximal end were unformed. Another device was used to complete the case. There were no adverse consequences to the patient.